Event description:
Caller reported they did not initially see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, which led to an estimated blood glucose level of almost 400 mg/dl. The customer corrected the high blood glucose level by administering a correction bolus via the pump. Technical support instructed the caller to complete the cartridge air removal step and use room temperature insulin. The caller was also guided to continue filling the tubing until the correct amount was reached and successfully resumed the insulin load process.